Event description:
The customer reported the autopulse platform (sn (B)(6) ) is shredding the autopulse lifebands. The issue was discovered during patient use. The lifeband #1 (lot unknown) got shredded while in use. The crew reverted to manual CPR, then swapped out the lifeband with a new one. That lifeband #2 (lot unknown) also got shredded. No impact or consequence to the patient. They took the platform out of service and tried testing it using a manikin and that lifeband #3 (lot 191048) also was shredded. Please see the following related MFR report: MFR #3010617000-2023-00713 for the autopulse platform. MFR #3010617000-2023-00717 for autopulse lifeband #2. MFR #3010617000-2023-00782 for autopulse lifeband #3.

Manufacturer narrative:
The lifeband in the complaint was discarded by the customer and will not be returned for investigation.